Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device passes barrel clamp test on pm but initially doesn't see that barrel clamp is clamped over the barrel of the spring cal device - you can bypass the error by clicking on "okay" on the error box but shouldn't happen that way. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 13feb2016 to the present date 28dec2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair.

Event description:
The customer reported the device passes barrel clamp test on pm but initially doesn't see that barrel clamp is clamped over the barrel of the spring cal device - you can bypass the error by clicking on "okay" on the error box but shouldn't happen that way. No patient involvement.